Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia and an infection at the infusion site while wearing the Pod on the infusion site arm, with blood glucose levels reaching 400 mg/dL. The infusion site subsequently developed an abscess that required incision and drainage, while the patient was already admitted to the hospital; prolonging the hospital stay. It was further reported that during hospitalization, the patient also received intravenous fluids and insulin pens due to insulin resistance. No further information was provided.